Manufacturer narrative:
It was reported that "after the first treatment we noticed some skin abnormalities that matched if she was walking with her knees rubbing and claimed to have seen this happen. We done another treatment with same protocol. When returning for the third treatment we noticed that it was burns and we did not do that treatment." The device has not been returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if new information becomes available.

Event description:
It was reported that "after the first treatment we noticed some skin abnormalities that matched if she was walking with her knees rubbing and claimed to have seen this happen. We done another treatment with same protocol. When returning for the third treatment we noticed that it was burns and we did not do that treatment."